Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was also reported that following insertion, the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and fistulae. It was reported that in approximately 2008, the patient underwent excision of mesh due to painful sexual intercourse where the husband could feel the mesh. It was further reported that on a date unknown, the patient had a gynecological procedure to loosen the mesh due to urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, dysuria, and urgency. It was reported that patient underwent excision of vaginal portion of vaginal mesh on (B)(6) 2014 by dr. (B)(6) due to vaginal mesh erosion.

Event description:
It was reported that following insertion the patient experienced frequency, dysuria, and urgency. It was reported that patient underwent excision of vaginal portion of vaginal mesh on (B)(6) 2014 by dr. (B)(6) due to vaginal mesh erosion.